Event description:
Patient received l4-s1 spherx construct with no screws at l5. Single balls rods were used in conjunction with a crosslink. No interbody was used. Patient presented back to the physicians office 6 months post-op with two broken screws at the s1 level. The broken screws were removed and the patient did not experience any further complication. It was confirmed that the patient had failed to fuse.

Manufacturer narrative:
The broken screws were removed from the patient and returned to nuvasive for evaluation. The reported malfunction was confirmed. In addition, patient films were reviewed. Based on the initial report, the screws were implanted in the patient six months prior to the failure. At explant, it was confirmed that the patient had failed to fuse. Product labeling for the spherx system indicates that "these devices can break when subjected to the increased load of delayed union or non-union. Internal fixation appliances are load sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Nuvasive believes the screw failure was the result of increased loads over time as a result of non-union.